Event description:
It was reported that the pt expired. Cause of death was unknown. It was unknown if an autopsy was performed. The report indicates that the cause of death is unrelated to the implanted system. The pump was used to deliver morphine.